Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned to baxter; therefore, an evaluation could not be completed. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that an infusor had underinfused during patient use. The total fill volume was expected to infuse in 46 hours; however, after 72 hours of infusion, solution still remained in the device. The device was filled with a solution of fluorouracil and 5% dextrose. The device was connected to the patient via a peripherally inserted central catheter (PICC) located on the patient's arm. There was patient involvement, however there was no adverse event in association with this event. No additional information is available.